Manufacturer narrative:
During an on site visit the field service engineer (fse) replaced the laser head. Replaced laser head has been received and sent to manufacturer for investigation. The error could not be reproduced; the system was tested for over 450 hours, and no performance drops or errors were identified. The seeder is exchanged preventatively. The root cause can not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
During the on site visit, the field service engineer (fse) replaced the laser head. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported for each of his lasik cases the flaps were different and hard to dissect. The corneal beds were rough. Additional information has been requested.